Event description:
According to additional info received from the initial reporter, the pt died 9/14/99. Subsequently, a copy of the death certificate was forwarded to shiley from the initial rptr. The death certificate indicated that the cause of death was cardiogenic shock and arteriosclerotic heart disease.